Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "peri-implant hematoma/ fluid collection." Device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe since it is not related to the device. ¿ hematoma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "peri-implant hematoma/ fluid collection." Healthcare professional later reported left side rupture, and capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Healthcare professional later reported left side rupture, and capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.